Event description:
(B) (4). Same case as 2134265-2009-05046. It was reported that post a coronary artery stenting treatment procedure, the patient died. The lesion being treated was located in the right coronary artery (rca). The reference vessel diameter was 3.5 mm and the lesion length was 60 mm with 100% stenosis. Direct stenting was not attempted. A 3.5x32mm liberte stent was implanted. An additional liberte stent (diameter and length not provided) was implanted due to the long lesion length. The procedure was technically successful with a residual stenosis of 5%. Five days later, the patient experienced cardiac death. No additional information was reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product not available for analysis.